Event description:
During the atrial fibrillation procedure, persistent blood leakage from the sheath valve was observed during pre-mapping. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.